Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 403 mg/dl, customer had all ready treated. Customer also reported having issues loading the insulin pump information into carelink. Customer was assisted error message kept alarming when attempting to load. Error that kept appearing stated the device was not found. Customer was informed it might be something with the device. Battery was fine. No alarms or alerts noted. The device is close to the usb. Tried second attempt, creating another account, turned off wireless keyboard, laptop, and had customer disconnect from the device and walk away since the phone he was on was wireless and still the same error message appeared. Customer stated he was going to attempt to load at doctor's office and if issue persist he would call back to get device replaced. Customer was advised there something that interferes with the device in his home. No further information reported.